Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device.

Event description:
It was reported the patient (B)(6) will undergo surgical intervention due to a broken scs extension. Surgical intervention is planned for a later date.